Manufacturer narrative:
The reported event of reduced battery capacity displayed was confirmed. The device was received with a low battery gauge display upon receipt. Analysis of the device image indicated the device was within normal range of operation and the battery voltage was above elective replacement indicator (eri) level. Further analysis determined that the low battery gauge display was due to the incorrect implant date entered by user that led to an incorrect calculation. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during device preparation prior to implant procedure, the device was interrogated and found to have decreased longevity estimation. The device was not selected for implant.

Event description:
Additional information received indicating the physician does not suspect premature battery depletion. Incorrect longevity measurements were noted, suspected to be associated with programming an arbitrary implant date.